Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) university. E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the left circumflex artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was broken. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure. It was further reported that by the reported break, the device was fractured. The balloon was completely removed from the patient body with the help of a guidewire.

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the left circumflex artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was broken. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
E1: (B)(6). H6 - device code: corrected. Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination of the balloon identified no damages. No issues were noted with the hypotube shaft. No kinks or damages on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified pinhole in the balloon. A pinhole was located in the balloon material 1mm proximal from distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Ip showed no signs of tip damage. Duirng leaking test, device was attached to an encore inflation unit. A pinhole was located in the balloon material 1mm proximal from distal markerband. When inflating to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the left circumflex artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was broken. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure. It was further reported that by the reported break, the device was fractured. The balloon was completely removed from the patient body with the help of a guidewire.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the left circumflex artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was broken. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure. It was further reported that by the reported break, the device was fractured. The balloon was completely removed from the patient body with the help of a guidewire.